Manufacturer narrative:
The actual device was not available; however, a photograph was provided for evaluation. The customer indicated that the photograph was not of the actual set, but of a new primary set that they had used to recreate the issue. Visual inspection of the photograph revealed that the tubing was separated from the third y-site clearlink in the downstream portion of the set. Since the photograph was of a representative set and not of the actual set, the reported issue could not be verified through evaluation of the photograph. The cause of the issue could not be determined through evaluation of the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system continu-flo solution set disconnected which results to a leaked. It was further reported ¿the tubing at the lowest y port disconnected¿. The secondary infusion of taxol was completed, and saline had been infusing at the time. Approximately 50ml of the saline had spilled onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4) or baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.